Event description:
Info rec'd indicates, the head hi/low is drifting down.

Manufacturer narrative:
After replacing the missing washer in hi-lo down solenoid valve, replacing the head hi-lo down solenoid valve, replacing the head hi-lo solenoid valve and adjusting the emergency trendelenberg valve linkage. The technician replaced the hydraulic manifold to repair the bed.